Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a bilaterally implanted patient who had their light adjustable lenses (lals) explanted from both eyes due to visual disturbances.